Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after an abdominal femoral runoff interventional procedure using a 5f sheath. Reportedly, the suture broke when the plunger was removed. A non-abbott device was used in attempt to achieve hemostasis however, hemostasis was not achieved, and manual compression was ultimately applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a link break and a needle to cuff miss was observed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this eventthe reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.